Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. Upon inspection and analysis of the returned device, the reported event of tip fracture could not be confirmed. It was observed that the proximal pin of the distal leg had sheared, resulting in the leg of the cricket disengaging from the medial housing. This event is not reportable as no death or serious injury in state of health of a patient, user, or other person has occurred or is likely to occur.

Event description:
This report summarizes one malfunction event where the 'foot" of a mesa deformity reduction jack cricket broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. A supplemental vmsr will be submitted upon completion of investigation.

Event description:
This report summarizes one malfunction event where the 'foot" of a mesa deformity reduction jack cricket broke intra-operatively. Surgery was successfully completed with no delay. No adverse consequences or medical intervention were reported.